Event description:
Customer reported that the surgeon was placing the screw in on hand into a patient, when the screw head came away from the screw itself as he made the final few turns. Bone quality was good. The screw head did not fall into the patient. Final tightening was made by hand.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Note that the broken screw head had been disposed by the hospital, it was decided by the surgeon to leave the screw core in situ. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Broken piece was discarded.

Event description:
Customer reported that the surgeon was placing the screw in on hand into a patient, when the screw head came away from the screw itself as he made the final few turns. Bone quality was good. The screw head did not fall into the patient. Final tightening was made by hand.